Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the image went white intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report os injury or death associated with this event.